Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a loose cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation related to customer reported complaint: the instrument was found to fail during initialization. The instrument was place on an in-house system and failed initialization on 3 of 3 attempts. Review of logs verified one homing failures with error code "22026" and description "vessel sealer extended failed during homing on universal surgical manipulator (usm2)" and one blade jammed with error code "22025" and description "vessel sealer extended blade jammed on usm2" the loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. Additionally, the instrument was found to have one dislodged and missing ceramic dotsat the distal jaws. The dots are not placed in their original places as they are missing. The instrument passed continuity test. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
It was reported during the da vinci radical cystectomy surgical procedure, the vessel sealer extend kept saying failed when trying to use on tissue. The procedure was completed with no reported injury.